Event description:
It was reported that the patient had his ams800 artificial urinary sphincter balloon removed because the patient coughed and the balloon herniated. A new 61cm prb was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.